Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window and a cracked reservoir tube lip. M

Event description:
Customer reports physical damage to insulin pump. Customer states she fell causing display screen to shatter. Customer also states there is blue and yellow coloring on display screen. Customer's blood glucose was 160 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.